Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had faded screen and it makes it very hard to read the screen as well as insulin squirts when priming. The customer¿s blood glucose was unknown at the time of incident. The customer also reported that they having difficulty hearing insulin pump alarms but states every one around them can hear and also reported the rainbow effect on screen and unexplained random no delivery alarm. The customer also stated that rewind buzzes and clock was about an hour off and alarm was not loud. The insulin pump will not be returned for analysis.